Event description:
It was stated that the customer was taken to the emergency room due to low blood glucose levels. The reported blood glucose reading was 50 mg/dl. Troubleshooting was performed, and the reservoir volume matched with the amount of insulin in the reservoir. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.